Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient who was receiving an unknown medication via an implantable pump. Indication for use was non-malignant pain. The date of the event was (B)(6) 2018. It was reported the hcp had difficulty finding the septum during a refill procedure due to the size of the patient and suspected a pocket fill. The patient reported suddenly feeling very relaxed during the procedure. The hcp was unable to aspirate medication. Factors that may have led or contributed to the issue were the size of the patient and the depth of the pump. The hcp provided naloxone immediately and called emt for advanced monitoring of the patient at the hospital. The patient was discharged after the hospital determined normal vitals etc. The issue was resolved, and patient status was alive with no injury. Patient weight and medical history were asked and will not be made available. No further complications were reported.